Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3660 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported child with difficulty in infusing medication according to limb positioning. On imaging the catheter appears to be clamped in its extension. Need to insert a new catheter it was suspected to be "pinch-off" of the catheter.